Manufacturer narrative:
The associated device in this event is (B)(4) target device lot no. K1250871.

Event description:
It was reported by the head of theatre, via sales rep that the screw could not be screwed in or rather it was very hard to screw in. The surgeon had no problem while operating. He further reported that the surgeon failed the hole in spite of using a target device.